Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead displayed noise and high pace impedance measurements. The minute ventilation feature was programmed off. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received additional information. This pacemaker was explanted and replaced during a lead revision procedure. The chronic non-boston scientific right atrial and rv leads were explanted and replaced. No additional adverse patient effects were reported.